Event description:
During a review of a pt's programming history available in the MFR's programming history database, it was found that the pt presented settings different than what was intended during an office visit on (B)(6), 2006. The settings occurred due to an interrupted system diagnostic test on (B)(6), 2006. There were no reports of any pt adverse events as a result.

Manufacturer narrative:
Analysis of programming history.